Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2017 with the following findings: the black box history showed multiple ¿cs177¿ warning occurring due a discharged battery use on 07/07/2017. The battery compartment was undamaged. No battery cap was returned but a test battery cap was able to fit securely to the pump. Evidence of moisture corrosion was observed on the display inside the pump. A leak test failed due a display lens leak. The ¿ez-prime¿ steps were performed correctly. The pump alarmed with ¿cs128¿ alarm during the duration test due moisture corrosion. The reported ¿short battery life ¿complaint was duplicated. All current readings were above specifications. The pump¿s cover was removed; no further moisture corrosion was found to the pcb or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the battery life was shorter than expected. Additionally, there was moisture reported behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.